Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 26-oct-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system remote manager (rm) hardware failed. A field service engineer (fse) reported that the rm failed intermittently rather than consistently; the latch had been replaced on a previous call, and during this visit the rm board was replaced to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es system remote manager (rm) hardware failed. The customer stated that the device continued to fail during medication removal and also failed during medication refill. The customer reported that the entire remote manager needed to be replaced and expressed that this issue needed to stop recurring. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.